Manufacturer narrative:
Received 1 used silicone catheter with the original unit labeling. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted the balloon was burst. No pieces were missing. No other defects were observed. The notch is completely perforated. The functional evaluation was conducted as follows: air was injected in the inflation lumen of the catheter without problem. Then a mix tap water and blue methylene using a syringe was injected through inflation lumen of the catheter without problem. The catheter balloon was not able to inflate due to balloon burst/ damaged. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter failed to infuse.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: recommended inflation capacities the 3cc balloon: use 5ml sterile water. The 5cc balloon: use 10ml sterile water. The 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter failed to infuse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter failed to infuse.